Event description:
The account alleged that the right head siderail would not latch in the up position due to the siderail having a broken weld at the lower pivot.

Manufacturer narrative:
The account's biomed replaced the right head siderail to repair the bed.